Manufacturer narrative:
Device will not be returned for eval.

Event description:
Physician performed a revision surgery in order to remove original screw that was backing out. Original procedure was performed in (B)(6) 2016 and according to the physician, fusion did not occur.